Manufacturer narrative:
Product ID: mc1vr01-delsys.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the patient experienced a perforation with cardiac tamponade. The patient underwent cardiopulmonary resuscitation, pericardiocentesis and a sternotomy. It was further that the ipg had been deployed several times, the tines were engaged and verified with the tug test; however, the thresholds and sensing were not within normal limits. The delivery system and ipg were removed and another ipg was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID mc1vr01us. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Fdc: 71 fdr: 213 fdm: 10, 23, 26, 38. Product ID mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed. Analysis indicated that the shaft was mechanically kinked/buckled. Blood was observed on the shaft of the delivery system. Visual analysis of the lead indicated damage during use. The analyst noted that the delivery system was returned with the device seated inside the device cup, and dried blood visible on the device site and on the delivery system. Visual inspection found the shaft was kinked and torn at distance 99.5cm, measured from the handle. Fdc: 67 fdr: 114, 3038 fdm: 10, 26, 38. If information is provided in the future, a supplemental report will be issued.